Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6)2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6)2023. Device manufacture date: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Patient code (B)(4) is being used to capture the reportable event of abscess.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue implant procedure on an unknown date under local anesthesia. Fiducials were administered transperineally prior to implant procedure. Two months after spaceoar vue implant, when approaching simulation, the patient started developing discomfort, a fever, and chills. The patient went to the hospital and through computed tomography (CT) imaging, an abscess was observed in his prostate. A culture was taken, however, the results were not yet received. The patient was provided with antibiotics and symptoms were improved. Afterwards, the patient had the abscess drained by interventional radiology. The patient was to receive external beam radiation, which had not started.